Event description:
The customer received a message from her pump after completing fill tubing stating that the cartridge must have at least 50 units. Reportedly, 100 units of insulin was filled. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.